Event description:
It was reported that during performing a ventricular sensing test the programmer froze with the patient at ddi 35. The programmer screen greyed out and the programmer became unresponsive. The patient began to feel uncomfortable and experienced pressure in the chest . Another programmer was used to interrogate the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - chest pressure final analysis found loose connector, defective hard disk, defective lcd latch and noise at times. The software needed to be updated.